Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/27/2019.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator with a touch screen failure. There was no patient involvement / harm.

Manufacturer narrative:
G4: 09jan2020 b4: (B)(6)2020. The central processing unit (cpu) printed circuit board assembly (pcba) was returned to the manufacturer for failure investigation (fi). The cpu pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 12dec2019. Date of report: 13dec2019. The manufacturer's international service technician evaluated the device and confirmed the lower part of the touch panel didn't respond as reported. They reported issue was confirmed. They also found that the ventilator restarted due to anomalies detected during operation. The service technician replaced the touch screen. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. The second cpu (central processing unit) board was replaced and the ventilator restart error due to anomalies detected during operation was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.